Manufacturer narrative:
On 31-may-2023, mentor received additional information about the event. The patient is scheduled to undergo bilateral explantation on (B)(6) 2023. Reason for device explant and/or reoperation: capsular contracture. D6b explantation month, day, and year: (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 05, 2023, mentor received additional information. Mentor became aware that the patient was implanted during a breast reconstruction revision surgery. The patient was diagnosed using ultrasonography. Date of implant was added as (B)(6) 2023. Date of explant was added as (B)(6) 2023. Patient identifier was added as (B)(6). The patient's date of birth was added as (B)(6) 1972. The day was populated as an approximation, as only the month and year were provided. The patient's prosthesis was replaced with a 500cc mentor memorygel breast implant. The mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation surgery with a 500cc mentor memorygel breast implant. Post-operatively, the patient experienced baker grade iii capsular contracture of the left breast, which was confirmed during a physical exam. As a result, the patient underwent removal on an undisclosed date. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.